Manufacturer narrative:
Section h6: codes have been corrected to reflect the surgery that took place to replace the lead.

Manufacturer narrative:
Section b3: event date is estimated. A patient underwent a lead revision was reported to abbott. It was determined the patient's lead showed high impedance and was fractured. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's scs lead was confirmed as fractured due to high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's lead was explanted, replaced, and therapy was restored.